Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the downstream thermistor sensor reading was found to be out of specification. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor . The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) a few moments after starting any infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.